Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
After deploying the cardiomems sensor, the sensor stuck to the delivery system. The implanter required excessive steps/procedures to free the sensor from the delivery system which resulted in a clinically significant delay in the procedure. Eventually the implanter was able to free the sensor into an appropriately sized pulmonary artery vessel on the left side.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The cause of the reported event remains unknown.